Manufacturer narrative:
The customer provided data for an additional 2 patient samples that were affected at the time of the event. Sample ID (B)(6) initially resulted in a urea value of 6.06 mmol/l and it repeated as 39.61 mmol/l. Sample ID (B)(6) initially resulted in a urea value of 7.48 mmol/l and it repeated as 37.8 mmol/l. The field service engineer found that a rinse nozzle clip was off and the rinse arm was not fixed correctly. The clip and rinse arm were corrected. The investigation determined the issue was resolved by the service actions and is consistent with insufficient operator maintenance.

Manufacturer narrative:
The field service engineer changed the sample probe and gear pump. The missing spring clip was replaced and tightened. Precision studies were performed and recovered within range.

Event description:
The initial reporter stated they first noted imprecision issues for an unspecified number of patient samples tested with ureal urea/bun on the cobas 8000 c 702 module on (B)(6)2023. The field service engineer determined there was a missing spring clip at the rinse nozzle, resulting in insufficient suction of the reaction cells during cleaning. Patient samples tested on (B)(6)2023 were then repeated. Nine patient samples had discrepant urea results. The initial results were reported outside of the laboratory. Results were amended after the samples were repeated. Refer to the attachment for all patient data. The urea reagent lot number was 677406. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer provided the raw patient data and some of the values provided in the initial medwatch have been updated. See attached data. The values highlighted in yellow have been updated.